Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue was verified, but the alleged battery depleting issue could not be verified.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery was depleting quickly, resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.